Manufacturer narrative:
Investigation summary: the report of suspected thrombus could not be confirmed. Analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The patient was admitted with acute renal failure and an echo was performed due to the suspected thrombosis. The patient was treated with a heparin gtt and restarted on aspirin and coumadin. The patient is currently alive at home. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii IFU lists device thrombosis and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 2 years, 6 months, 14 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device alarmed for several power elevations. Thrombus was suspected. An echo was performed. Patient was on heparin gtt, re-started on acetylsalicylic acid (asa) and coumadin. It was reported that patient is alive. No further information was provided.